Manufacturer narrative:
The subject device was returned to olympus for evaluation. In addition to evaluation in b5, due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to the wear of angle wire, the play of up/down knob was out of the standard value. The bending section cover had a scratch. The adhesive on bending section cover had a chip. The adhesive on the bending section cover had a crack. Adhesive on bending section cover had white-clouded area adhesive around objective lens was peeled. Adhesives around objective lens had white-clouded area the light guide lens had a crack. The adhesive around the light guide lens was peeled. Adhesives around light guide lens has white-clouded area. Connecting tube had coating peeling. The plastic distal end cover had a dent. Objective lens had a scratch. Connecting tube had a scratch. The protector of universal cord on scope connector side had a scratch. The universal cord had a wrinkle. The universal cord had a scratch. Grip was shaved. The control unit had a scratch. The switch button 1 had a scratch. Due to a scratch on objective lens, the image had dark area partially. Reprocessing of subject device the customer was able to clean, disinfect and sterilize the subject device prior to sending it to olympus. There was no delay between the end of clinical use and the start of pre-cleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with a detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, during preparation for use, the colonovideoscope experienced a water supply failure. The intended procedure had a diagnostic approach. There was no report of patient harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the nozzle had foreign object due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.